Event description:
Procedure: sigmoidectomy. According to the reporter: when the handle was squeezed, it felt too light. Then it was found that the cartridge was disengaged from the device. Additional resection was done to remove the cartridge from the tissue. Used other device.

Manufacturer narrative:
(B)(4).